Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-29512.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 500 mg/dl after changing the infusion set. Insulin did exit with a fixed prime. She reported that she had changed the insulin and sets and sites with continued high blood glucose and that she was not comfortable using the insulin pump. The reservoirs were not returned for analysis.